Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to suspected pump thrombosis.

Manufacturer narrative:
Section d4;h4: additional information. Manufacturer's investigation conclusion: the report of suspected thrombus cannot be confirmed. Furthermore, a correlation between the device and the patient¿s outcome cannot be conclusively determined. It was reported that the patient expired on (B)(6) 2020 due to suspected pump thrombosis. Per additional information from the vad coordinator, the pump will not be returned for evaluation. Multiple attempts were made to obtain additional information; however, no additional information was provided. The relevant sections of the device history records for vad-14300 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 31mar2015 under order (B)(4). Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.